Event description:
Patient was initially operated on (B)(6) 2013 and on (B)(6) 2013 the patient presented with spine pain. X-ray revealed screw breakage at mid shaft. Revision surgery was performed and the screw was explanted and replaced.

Manufacturer narrative:
Depuy synthes spine does not use therapy dates. As a result, today's date has been entered into the required field. A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
Visual inspection of the returned moss miami polyaxial screw noted that breakage occurred approximately halfway down the length of the screw shank. The second half of the screw shank was not returned as it was discarded. A scanning electron microscopy analysis showed evidence of fatigue striations of which the fracture first propagated and then full failure/breakage took place, presumably when the strength of the remaining region did not have the strength to bear the load. No material defects or other abnormalities were observed in this analysis. Review of the device history record found no issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A review of the complaint trend analysis found no observed trends for issues of this nature. The root cause of the fractured polyaxial screw cannot positively be determined. However, the fracture analysis results indicated a fatigue failure. No corrective action/preventive action (CAPA) is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required.